Event description:
It was reported that the patient was experiencing pain at the pocket site. The last couple days had been bothering her. The patient's left leg and hip were swollen and it felt like "the entire machine is coming through her leg." Ins was on the left side. The patient tried shutting it off last night but it made no difference. The patient put a lidoderm patch on her hip last night, but it didn't help. The patient had asked the healthcare provider (hcp) 1 year ago if she should increase stim because she didn't feel it. The patient was told to just leave it alone if it was working. Now, the patient was unable to sit or stand because of the pain. The pain started in her thigh and it felt like a toothache. The patient had no falls or trauma. The patient went to a winery and sat for 45 mins in the car at a time. It was a long day which occurred this past weekend. The patient's pocket site was swollen and couldn't te ll if it was warm. The patient couldn't tell if she had a kidney or bladder infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3093-28, lot# v593244, implanted: (B)(6) 2011, product type: lead. (B)(4).